Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb and interconnect cable were ordered for replacement by the user. The system was tested and documented to be working as intended and returned to service. Device problem already known, no evaluation necessary.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.